Event description:
The pt returned nine months and 17 days post-procedure with silent ischemia evidence. An angiogram showed 0% restenosis of the main branch (pda) and a 50% stenosis in the side branch (inferior left ventricular branch). The lesion was considered not significant and no treatment was given. The pt was hospitalized for 3 days. The report is from the study. The pt is a male with a history of hypercholesterolemia, family history of cad, previous unspecified mi, and previous ptca in 2004. The pt had silent ischemia at baseline. Medications at baseline were aspirin, serum lipid lowering drugs, beta blockers, and pufa. The target lesion was the bifurcation of the right posterior descending artery (main branch) and the inferior left ventricular branch. Peri procedure medications was heparin and aspirin. A crush stenting technique was used. The pda was direct stented with a cypher 2.5 x 18mm. A kissing balloon, 2.0 x 20mm at 20 atm, was used. Final stenosis was 0% and timi flow was 3. The left ventricular branch was pre-dilated with a 2.0 x 20mm balloon at 19atm. A cypher 2.25 x 23mm was deployed at 14 atm. A kissing balloon, 1.5 x 20mm at 12atm, was used. Final stenosis was 0% and final timi flow was 3.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.